Manufacturer narrative:
Investigation pending.

Event description:
Called alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are a s follows:date (B)(6) 2014; inratio inr 2.7; laboratory inr 10.4. Therapeutic range: not provided. The time between testing was within one (1) hour. Nurse stated that if the pt received an inr of 10 then they would have received vitamin k. She doesn't believe any other issues occurred (no hospitalization, bleeding, bruising, or clotting) and did not want to receive another call regarding add'l questions. Though requested, no add'l info provided